Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, this 980 ventilator's screen went black and "stopped running". The patient's blood oxygen saturation dropped to 35 percent. The patient was removed from the ventilator and placed on an alternate ventilator and the patient's blood oxygen saturation returned to normal.

Manufacturer narrative:
Section d9 updated due to device evaluation. Section h6 evaluation codes due to device evaluation: method - remove b17 and add b01 and b24 result - remove c20 and add c13 conclusion - remove d15 and add d02 component - remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported by the china food and drug administration (cfda), adverse reaction event (B)(6), and not reported directly to medtronic by the customer, that while in use on a patient, this 980 ventilator's screen went black and "stopped running". The device is available for evaluation. Service personnel (sp) reviewed the logs and confirmed the reported event. Sp checked and found unit had extended self test (est) failure diagnostic codes and replaced the mix controller printed circuit board assembly (pcba). The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated to potential fault in mix controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.